Event description:
The report states that the surgeon, who uses the impact device regularly, was experiencing intermittent sealing during a cholecystectomy although an end tone indicating a completed seal was heard. In a few instances, the seal opened back up during the procedure. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained a follow-up report will be submitted. See attached memorandum for additional information that was given to the representative to review with the surgeon.